Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. The reported inability to grasp leaflets and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue, inability to grasp leaflets, and poor image resolution were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in event is filed under separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade of 4+ with an anterior (a2) leaflet flail and enlarged atrium. An ntw clip (20520r126) was advanced to the mitral valve; however, it was not possible to grasp the leaflets. The ntw clip was removed with no reported issue and replaced. An xtw clip (20308r128) was advanced to the mitral valve and after several attempts to grasp the leaflets, the gripper stopped working properly. The xtw clip was removed with no reported issue and replaced. Another xtw clip (20614r175) was advanced to the mitral valve and after several grasping attempts tissue damage was noticed. The procedure continued, the leaflets were grasped and the clip was deployed. However, during deployment, when pulling the actuator knob, the clip rose into the left atrium and detached from both leaflets. It was noted that there was no immediate disconnection between the clip and the delivery system. Therefore, an attempt was made to retract the embolized clip into the steerable guide catheter (sgc). While the cds was pulled into the sgc, the clip detached from the cds and embolized. The patient was converted to surgery. The clip was removed from the heart, however it was noted that a piece of the gripper line was still attached to the clip. The patient then had their mitral valve replaced. The patient did not leave cpb (extracorporeal circulation) and died on (B)(6) 2022. No additional information was provided.